Event description:
It was reported that a white material was found on the tray.

Manufacturer narrative:
The reported event was unconfirmed since the sample met specifications. Per the evaluation of the physical sample as well as the photos provided by the customer, this complaint was unconfirmed. The nature of the white markings were inherent with the sealing process, whereby some of the glue from the tyvek lid is transferred to the readylink lid when the package is sealed. There was no introduction of foreign material nor was there any impact to the pewter tray or lid. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿do not use if the package is damaged warnings, cautions and instructions for use. During the treatment procedure, the patient must be appropriately anesthetized. A qualified practitioner may place the seed implants throughout the tumor volume according to a treatment plan for geometric arrangement. Per the customer¿s request, the order may also contain calibrated seed implants in a separate screw-cap vial, loose seed implants in a separate screw-cap vial (sterile or non-sterile) and/or individual packets of sourcelink¿ connectors or synthetic spacers (see individual ifus for further information regarding brachysource® seeds, sourcelink¿ connectors and biospacer¿ seeding spacer.) All non-seed components are provided sterile."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a white material was found on the tray.